Event description:
A us distributor contacted zoll to report that monitor (B)(4) response buttons were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the response buttons were non-functional. Upon investigation, the front response button was missing. The root cause for the missing front response button could not be positively identified but was likely physical abuse. No adverse event resulted from the defective response button.